Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Since the device remains implanted, the programmer files were reviewed. Please refer to the attached analysis report (B) (4) for complete details.

Event description:
The ICD involved in this MDR report was interrogated upon scheduled follow up on (B) (6) 2010. The programmer displayed 4 serious warning messages as well as dates and statistics discrepancies (impedance a and v > 3000 ohm, statistics dated 2010 and 2011, > 147 interrupted chargings > 40s, lv lead impedance < 200 ohm dated 2069, shock possibly system ineffective). Additionally episodes of oversensing were observed.